Event description:
I have breast implants put in 6 years ago. A 350cc smooth saline filled, high profile, and under the muscle, made by mentor. I didn't start experiencing symptoms until (B)(6) 2015. It started with debilitating migraines, neck and upper back pain, brain fog, extreme fatigue, confusion, insomnia, numbness in my arms and hands, vertigo, constant muscle aches and pains, depression, weight loss, trouble breathing, constant cough, anxiety, muscle weakness, vision loss. All these symptoms have progressed rapidly over the past year.